Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was placed centrally on the anterior-2/posterior-2 (a2/p2), during deployment it was challenging to release the clip. Troubleshooting was preformed successfully by re-aligning the sheath with the clip and removing the gripper line with clamps. A second mitraclip was then implanted successfully to further reduce the mr and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause of the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.